Event description:
Event description guidant received info that the pt with this implantable cardioverter defibrillator (ICD) passed away for an unk reason. The pt's son was going to send the device to a lawyer but the device was emitting tones.